Event description:
It was reported that prior to using a bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile, single use, 1 ml, staining on the inner side of the top webbing was observed. The following information was proved by the initial reporter: black speckled contaminants inside the packaging.

Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd¿ luer slip tip syringe with attached needle 25 g x 5/8 in., sterile, single use, 1 ml, staining on the inner side of the top webbing was observed. The following information was proved by the initial reporter: black speckled contaminants inside the packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-apr-2022. H.6. Investigation: it was reported that there are black speckled contaminants inside the packaging. To aid in the investigation, four hundred thirty-two samples and one photo were provided for evaluation by our quality team. The samples were received in three separate bags. The bags contained three, fifty and three hundred seventy-nine syringes. Out of the bags received three out of the three, twenty-eight out of fifty, and six out of the three hundred seventy-nine had a ¿grease like¿ substance on the syringes or inside the packaging, which was most likely transferred from the syringe. All the observed foreign matter was not in the fluid path. The condition observed is non-conforming per product specification. A device history record review was completed for provided lot number 1335443. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Potential root cause for the foreign matter non-fluid path defect is associated with the packaging process. H3 other text : see h.10.